Event description:
Medtronic received information that during the implant of this mechanical valve, it was noted that the patient's hemodynamics were abnormal (not specified) and regurgitation was present. No abnormal leaflet motion, leaflet impingement or paravalvular leak was observed. The valve was explanted after being sewn in and was replaced with another ats mechanical valve of the same size. There were no adverse patient effects.

Manufacturer narrative:
Analysis: the valve has been received at medtronic's quality laboratory and continues to undergo analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Following completion of the analysis, a supplemental report will be filed. Uf or imp address: (B)(4). (B)(4).

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, there were no visual anomalies or damage noted. The valve leaflets were fully mobile and the carbon subassembly rotated in the sewing ring. After removal of the sewing ring, the serial number was verified to be correct. The valve was functionally tested per manufacturing procedures and met the current process specifications. All dimensions of the carbon components and stiffening ring met engineering specifications. Conclusion: the root cause of the unacceptable hemodynamics and regurgitation could not be determined as the valve was inspected and tested and no anomalies were found. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.